Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level due to insulin flow blocked. Customer blood glucose level was 26 mmol/l. It was unknown that auto mode feature was active at the time of high blood glucose event. Customer's mother stated they were treated the high blood glucose with a syringe. Customer declined troubleshoot for high blood glucose level. The device will not be returned for analysis.